Event description:
Was the prosthesis fitted??? Yes for multiple unit restorations (i.e., brides and dentures), how many implants supported the restoration: if the implant is not being removed, is there evidence of the following (check all that apply)? Bone loss; extent (mm): dehiscence fenestration peri-implantitis other: "came out at the time of implant" (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).